Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/26/2024, it was reported by a facility representative via (B)(4) that an ar-8305 synergy resection shaver console had a bad display. The facility representative who reported the complaint was unsure if this occurred during a case and if the patient was affected.additional information has been requested

Manufacturer narrative:
(Use error) this evaluation determined that the reported event occurred due to use error resulting in damage to the display screen.